Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for the call was patient reported that it had been 5 months that their device had not been working. Patient wanted to get a manufacturer representative (rep) to assist them with their problem. Patient stated that when they tried to recharge the device it would say that it had too weak of a connection. Patient was hard to understand at times and sounded frustrated. Agent tried their best to gather as much information as possible. Patient was requesting to have the external devices replaced. Agent reviewed and offered to troubleshoot the device, but patient declined and claimed that the agent did not believe them that the devices need to be replaced. Agent tried their best to explain the process, but patient declined to work on the issue over the phone. Patient wanted a rep and stated no rep had reached out to them yet. Since the patient declined to work on the issue over the phone, agent offered to email reps for visibility and redirected patient to hcp. Patient mentioned having an incident that might have pushed the implant in a little bit and now they were in so much pain. Patient stated it was working fine in the beginning but now they were unable to use the ins. Pt stated that the devices were in their spouse's car. Patient stated they had an appointment with their doctor on the 29th of this month but that would have them be in pain for a couple more days. Agent sent an email to reps in the area for visibility.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.